Event description:
It was reported that the patient had to have two surgical revisions in july and august because she was not getting "any sort of relief." The patient stated that revisions were for making adjustments to the lead so she could have relief where it needed to be. It was also reported that the patient had had "overall troubles" with charging in the past, but had been able to charge. Additional information received on (B)(6) 2012 reported that the battery had flipped and was repositioned on (B)(6) 2012. This was because the device could not be read or communicated with. Hospitalization was not required and there was no patient injury. The patient recovered without sequela. See related report #3004209178-2012-10598 for the patient's other event relevant to this device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(4), product type lead, product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2012 (B)(6), product type extension, product ID 3708140, serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4).